Manufacturer narrative:
After further review, an initial emdr for this complaint was incorrectly submitted. This is a non-reportable event, making it non-reportable to the FDA. As a result, no follow up emdr is necessary. Please cancel in your database.

Event description:
N/a - not reportable.

Manufacturer narrative:
Due to character limitation, below field are added from e1- event site address- (B)(6), event site city- (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, cardiosave intra-aortic balloon pump (iabp) unable to pull out ac power cord. There was no patient harm.